Event description:
It was reported the unit is "not heating". Unknown when alleged issue was identified. Unknowm patient condition at time of report.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the neptune did not recognize any of the diagnostic temperature probes. The power supply board (11823) was bypassed with a known good lab inventory board but the unit still did not recognize the diagnostic temperature probes. Harness 11804 and 11809 were disconnected and re-connected but the unit still did not recognize the diagnostic temperature probes. The entire interface panel along with the user interface board (12261) was switched out with a known good lab inventory interface panel and the unit still did not recognize the diagnostic temperature probes. Harness 11804 was switched out with a known good lab inventory harness and this time, the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. With the lab inventory 11804 harness still connected, the unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air flow, and a 382-10 concha smart column was connected to the unit for a real time operational scenario. In addition to the named test parameters , the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. The neptune was turned on, values set. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit heated up to the set temperature and functioned without any interruption or functional anomalies. Testing confirms the unit failed due to a faulty harness. The complaint has been confirmed. The investigation revealed a faulty harness. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause for the failure is unknown. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit is "not heating". Unknown when alleged issue was identified. Unknown patient condition at time of report.